Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that a rep got the implant working again. The ins is still tilted, but it was working. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient fell on her back on friday and now the recharger (insr) would not communicate with the ins when she tried to charge the ins. Patient stated that the ins had moved in the pocket and had turned now as well. Pss redirected patient to her hcp in order to have the device checked and any issues addressed. No further complications were reported/anticipated.